Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope forceps stand and nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation and the information provided for the event foreign material in the nozzle, it could not be determined what the foreign material was. There was no deformation to the area where the foreign material was detected. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Therefore, the cause of the material remaining in the device could not be determined. Based on the results of the investigation and the information provided for the event foreign material adhered to the forceps elevator, it could not be determined what the foreign material was. There was no deformation to the area where the foreign material was detected. It is presumed that the event occurred due to deviation in the reprocessing steps from the instruction manual. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: -the air/water nozzle was not wiped with the clean lint free clothes, brushes, and sponges. -the air/water nozzle was not flushed with the detergent solution. The instruction manual states the inspection method associated with the event in "jf type 260v,tjf type 260v chapter 3 preparation and inspection", and preventative measures in "jf type 260v,tjf type 260v chapter 3 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.